Manufacturer narrative:
B3 - date of event: event date not provided and estimated to the first day of the month based on the aware date. D6a - implant date: implant date not provided and estimated to the first day of the month based on the aware date.

Event description:
It was reported via medwatch mw5148098 that stent dislodgement occurred. The target lesion was located in the left renal artery. A 5.0mmx15mmx150cm express sd stent was advanced for treatment. During the procedure, the stent dislodged from the balloon catheter. The guide sheath was used to capture and then deploy the stent into the right iliac artery. No patient complications were reported.